Event description:
Event or problem: supplemental report

Event description:
Customer reported that during sp02 monitoring of a pt a unspecified model finger sensor fell off the pts finger but the n180 pulse oximeter did not alarm at the time. However; the clinician stated that the unit was still showing normal readings. There was no pt harm.